Manufacturer narrative:
B1,b2.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis. On (B)(6) 2020, follow-up computed tomography angiography (cta) visualized a proximal type I endoleak. On (B)(6) 2020, follow-up cta visualized a distal type I endoleak on the left side associated with the trunk ipsilateral leg and the proximal type I endoleak. Additional stent grafts were placed was observed on the intraoperative angiography, and additional stent grafts were placed. A type ii endoleak was also observed but not treated and will be monitored by the physician. The patient tolerated the procedure. The physician reported the patient's anatomy was calcified and the patient takes an antiplatelet drug and that may have contributed to the type ii endoleak.

Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.